Manufacturer narrative:
The device was returned and inspected, and the reported peeling was unable to be confirmed. There was scraping sporadically throughout the entire length of the teflon coating, from the distal end to the proximal end. There was no peeling material noted on the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported peeling. Based on the returned analysis, it is possible that during advancement through the torque device and/or other accessory devices, the guide wire was advanced at an angle causing the noted guide wire scrape/scratches and the appearance of peeling; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located left anterior descending coronary artery that was 80% stenosed. During advancement, without resistance, of the 014 hi-torque pilot 50 guide wire, it appeared to be peeling so it was removed rapidly, without resistance. It was confirmed that there were no peelings left in the patient. There were no reported adverse patient effects and no clinically significant delay in the procedure. Another pilot 50 was used to complete the procedure. No additional information was provided.